Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the pump had a motor error alarm.  Customer indicated that their blood glucose was high and the pump indicated of a high blood glucose reading but the level was unknown.  Customer indicated that the insulin pump does not deliver the correct amount of insulin. Troubleshooting for the motor error on the insulin pump was performed. Customer could complete the insulin pump rewind. Customer performed and passed both the manual prime and displacement test successfully. Customer advised the issue was resolved and motor error alarm did not recur. Customer declined to troubleshoot for their high blood glucose.